Manufacturer narrative:
This patient received left tmj devices in (B)(6) 2014. She started to experience increasing pain and restriction of her opening over the last 12 months. On (B)(6) 2019, the surgeon temporarily removed the left tmj implants in order to debride the joint and then refixated the devices into their previous locations.

Event description:
The surgeon performed a debridement surgery on the patient's left tmj.